Event description:
The customer reported a failure to discharge in testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge in testing. There was no patient involvement. The device was evaluated locally and the issue was isolated to a faulty charge button on the external paddle set. The external paddle set was replaced to resolve the issue. The device passed testing and was returned to service. We are considering this a malfunction of the external paddle set.